Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he experienced high and low blood glucose levels. Customer's blood glucose level was over 600 mg/dl and around 80 mg/dl. The customer was manually treating and using his insulin pump to correct his high blood glucose level. It took approximately three to four days to bring his blood glucose down. The customer was experiencing high blood glucose levels since (B)(6) 2015. In the alarm history a couple of no delivery and threshold suspend alarms were found. The high pressure test passed. The customer was unable to run carelink when he went to see his health care provider. The device was not returned.